Event description:
Treatment of an acute ischemic stroke. It was reported that patient had a vertebral ostium stent in place upon deploying of the solitaire. While retrieving the clot located in the vertebral basilar junction, the guide catheter kick out. The entire system came back proximally and upon attempting to re-sheath the solitaire, the device was caught under the vertebral ostium stent and detached. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).